Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia and kinked cannual event. Blood glucose level was 29 mmol/l at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin. Patient was released from the hospital on (B)(6) 2024. Patient was found positive for ketones level. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.